Event description:
Reportedly, the episodes selected to be printed weren't displayed on pdf report. This was tested with a ICD, that had episodes of atp and non sustained vts, when several episodes were selected, only 1 non sustained vt was displayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The reported issue could not be confirmed. The review of the provided data highlighted that the reported event occurred on (B)(6) 2024 when opening the data of a follow-up that took place on (B)(6) 2024. During the investigation, we were able to print two non-sustained episodes, and two episodes treated by atp. The reported issue could not be reproduced. The most probable hypothesis to explain the reported issue is a user error. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the episodes selected to be printed weren't displayed on pdf report. This was tested with an ICD, that had episodes of atp and non-sustained vts, when several episodes were selected, only 1 non-sustained vt was displayed.